Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, an unspecified number of cook micropuncture wire guides unraveled. Per the reporter, the outer portion of the wire breaks away from the inner wire upon insertion and removal of the wire from the access needle. There have been no reported adverse effects to any patient. Investigation evaluation: reviews of the complaint history, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. One wire guide was returned to cook for investigation. The tip weld was broken and the mandrel was exposed. The device history record and complaint history could not be reviewed, as the user facility did not provide the lot number for the complaint devices. A global shipment search was performed but could not definitively determine the lot number. The product IFU cautions ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt¿ withdrawal or manipulation of the distal spring coil portion of the mandril wire guide through a needle tip may result in breakage¿ do not withdraw the wire guide through the introducer needle; breakage may result. If the wire guide tip much be withdrawn while the needle is inserted, remove both the needle and the wire as a unit.¿ the information provided upon review of the dmr, IFU, and investigation of the returned devices suggests that there is evidence the devices were manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that an unintended user error contributed to this event, as the user reported that the wires were manipulated/removed from the access needle. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, an unspecified number of cook micropuncture wire guides unraveled. Per the reporter, the outer portion of the wire breaks away from the inner wire upon insertion and removal of the wire from the access needle. There have been no reported adverse effects to any patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Device available for evaluation: one unknown cook micropuncture wire has been returned for investigation. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. Device evaluated by MFR: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.